Event description:
The device was used during an unknown procedure. The device fired malformed staples. The surgeon noted that there was excessive bleeding in the anastomosis. The case was completed by hand suture. The or time was extended by one hour.